Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed on the angiograms received; however, the exact type and cause of the endoleak seen at the end of the procedure could not be determined from the films provided. Only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. A type iiia endoleak seems unlikely as there appeared to be adequate component overlap. A type iiib endoleak cannot be completely ruled out. Type iiib endoleak are less likely to occur at index although there was noted to be mild calcification present in the area of the observed contrast which can be factor in the occurrence of an acute type iiib endoleak. It is possible that this endoleak may be a type IV endoleak, from a location of higher porosity in the stent graft . Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to a possible type IV endoleak. Type ii endoleaks from collateral vessels surrounding the aneurysm sac also could not be ruled out. Analysis of the returned films did not reveal any overt out of specification stent graft integrity issues. B5; additional information received : the site assessed the iiib endoleak as having a causal relationship to the study device and study procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1624c93ee, serial/lot #: (B)(6), ubd: 27-jun-2026, UDI#: (B)(4); product ID: esbf2814c103ee, serial/lot #: (B)(6), ubd: 14-dec-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 52mm abdominal aortic aneurysm . The patient who was part of the advance study had a proximal aortic neck measuring 15 mm in length and a diameter of 23 mm at the renal artery. No calcification or thrombus was observed in the proximal neck, while mild calcification was present in the right and left iliac arteries. It was reported during the index procedure, everything went smoothly without any issues. However, the final angiogram revealed what appeared to be a potential type iiib endoleak on the right side (ipsilateral), where the main body transitions into the endurant stent graft limb (etlw1624c93ee). To address this, an additional endurant limb of the same dimensions was deployed within the existing limb, successfully eliminating any contrast visible outside the stent graft. The endoleak was resolved after aligning with the additional endurant stent graft. The graft containing the type iii endoleaks can not be identified. The sponsor assessed the type iiib endoleak as having causal relationship to the study device and procedure. The site and sponsor a ssessed it as not related to an underlying condition or disease. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
B5; additional information received : the type iiib endoleak was confirmed as related to stent graft etlw1624c93e- (B)(6) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.